Event description:
Customer reports system will not boot up.

Manufacturer narrative:
Gehc surgery service personnel troubleshot system, found problem to be the x-ray controller, because c-arm locks up with all squares. Removed and replaced parts listed above. Checked operation. Machine works as intended.